Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had fluid ingress was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer was having fluid ingress issues with the alaris devices. It is believed this may have been due to their cleaning and disinfection process. There was no information on patient involvement. Additional information received 17mar2026: bd internal team will be meeting with the customer to observe and train on their cleaning process.